Event description:
The pt rec'd two scs leads with the same lot number. It was reported the pt experienced painful unintended stomach and rib stimulation in addition to painful left-side upper back stimulation. The pt also experienced increasing painful stimulation when in an upright position. Subsequently, x-rays revealed both the scs leads had migrated. It was reported the pt underwent unrelated heart surgery post-implant. Surgical intervention may be planned at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.